Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the laparoscopic distal pancreatectomy, the handle and battery charger were transferred to operating room and the handle was inserted into the battery charger. Approximately 3 minutes after, the charger showed red blinking. The customer removed the handle once from the charger, and then confirmed that nothing displayed in the screen (black out) and no activation sound was heard. The customer placed the handle into the charger several more times, but the display screen remained black. Another device was used to complete the case. The status of the patient was reported as no problem.

Manufacturer narrative:
Based on additional information received, this report is updated from a malfunction to a non-reportable event. If information is provided in the future, a supplemental report will be issued.